Event description:
It was reported that the implant sheared in half during insertion. The distal half remains in the patient. No other anchor was placed on top. The hole was pre-punched and pre-tapped. There was an additional hole pre-punched and pre-tapped and the same thing happened. A third hole was pre-punched and pre-tapped and that insertion was successful. Rotator cuff repair.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Proximal part of corkscrew implant returned with mating driver. Implant was broken at a point engaged by the driver when loaded and during insertion. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.